Manufacturer narrative:
Device evaluated by MFR.:promus premier ous mr 12 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 24 x 2.25 and a 12 x 4.00 promus premier drug-eluting stents were selected for use. However, after opening the package, the physician noticed that the proximal part of the stent struts on both devices were damaged. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. A 24 x 2.25 and a 12 x 4.00 promus premier drug-eluting stents were selected for use. However, after opening the package, the physician noticed that the proximal part of the stent struts on both devices were damaged. The procedure was completed with another of the same device. There were no patient complications reported.